Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received no delivery alarms but was resolved. The customer's blood glucose was around 455 mg/dl at the time of incident. The customer's blood glucose was 392 mg/dl at the time of incident. The customer stated that he had been taking manual injections. The customer stated that he was vomiting, nauseous, woozy and was not feeling well. Troubleshooting did not found any issues on the insulin pump. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.